Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. As received, a partial connector portion of the lead was returned in one piece. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 17.4 cm to 17.5 cm from the connector pin. The abrasion breaching the optim sheath only consistent with friction to the device can. The silicone insulation beneath was not damage in this location.